Event description:
Healthcare professional (hcp) reported a patient was injected with [unspecified] juvéderm® voluma¿ in mid face. Hcp notes patient reported experiencing ¿filler has been hurting all week like a bone pain in my face and today it feels like a hard lump has formed under my skin¿. Currently redness or inflammation visible. Symptoms on going.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional (hcp) later reported "all resolved very quickly. No inflammation and no lumps on assessment. Patient is happy."